Event description:
It was reported that the patient underwent a c6-7 acdf to treat c6-7 spondylosis. Rhbmp-2/acs was placed inside the interbody implant. Per the operative notes, 'the implant appeared to be in good position.' At 559 days post-op, the patient had a thyroid ultrasound performed which demonstrated small bilateral thyroid nodules suggestive of nodular goiter. At 679 days post-op, the patient underwent a parathyroid exploration for hyperparathyroidism with probably hyperplasia glands. Per the op notes, 'she has had some paresis of the right vocal cord, although the left vocal cord was entirely normal.'

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Also see medwatch report numbers 1030489-2012-01441 and 1030489-2012-01442.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of imaging studies found as follows: CT (B)(6) 2004 does not open for viewing. CT (B)(6) 2005 - interbody spacer right l5 with minimal posterior positioning. Screws at l4, l5, s1 appear well positioned. (B)(6) 2005 CT does not open for viewing. Cervical CT (B)(6) 2007 ossification in canal c5/6 dorsal to dura. No continuity wtih acdf graft or bmp. Solid fusion noted with good screw and plate position. Studies (B)(6) 2008 through (B)(6) 2012 did not open.